Manufacturer narrative:
Additional information: patient age updated. Lot number provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient has a history of hyperlipidemia and cardiac admissions within 30 days prior to index procedure. Index procedure was prompted by myocardial infarction. It was reported that the lad was treated during the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted in the 2nd rpl. The cec adjudicated a non q-wave mi of the target vessel 2nd rpl, 3rd udmi peri-pci occurred 1 day post procedure.